Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate occurred after loading the cartridge onto the pump. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding this event was provided by the customer.